Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 359 (mg/dl) for 2 days. Reportedly, the customer is a new user and recently had their settings adjusted by their pharmacologist. Customer also stated that they had not administered a correction for their bg levels prior to contacting tandem. Customer administered an insulin injection and changed their infusion site during the call. System check with tandem technical support indicated pump was performing as intended.